Manufacturer narrative:
Of the 9 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to an issue with the display wire. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 9 malfunction events. A review of the events indicated that the one touch ping model pump experienced segments missing from the display. These reports were received from various sources. The patients associated with this allegation ranged from 6-65 years of age and between 25 and 217 pounds. Of the reported patients, 4 were male and 5 were female.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There were zero instances of segments missing issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.